Manufacturer narrative:
The MFR's svc rep telephoned the customer. The customer states that the problem is resolved. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No additional info was provided.

Event description:
The customer reported a failed data communication error message on the 7900 system. No pt injury was reported.